Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was hospitalized; the cause was unknown. Blood glucose level was not provided. No additional patient or event information was provided.